Event description:
It was reported that customer having few issues with bard temperature sensing catheters disconnecting from the uri meters recently. Customer asked they were just wondering if there have been any recent changes to the catheters as far as the plastics being used, any slight change in size of connection end, or anything else can think of that might be causing the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer having a few issues with bard temperature sensing catheters disconnecting from the uri meters recently. Customer asked they were just wondering if there have been any recent changes to the catheters as far as the plastics being used, any slight change in size of connection end, or anything else can think of that might be causing the issue. As per sample received on 02aug2023, customer returned 4 used all silicone foley catheters with material number 119310m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer having a few issues with bard temperature sensing catheters disconnecting from the uri meters recently. Customer asked they were just wondering if there have been any recent changes to the catheters as far as the plastics being used, any slight change in size of connection end, or anything else can think of that might be causing the issue. Per sample received on (B)(6) 2023, customer returned 4 used all silicone foley catheters with material number (B)(4) .

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temperature sensing foley catheter. Visual inspection noted the foley catheter was connected to the (in-house) drainage bag and no disconnect observed. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected